Event description:
It was reported that after a da vinci-assisted distal pancreatectomy surgical procedure, there was a frayed cable on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. No instrument collision occurred. The customer believes the instrument damage was caused by the age of the instrument "wear and tear". The damage was noted while in "prep and pack" prior to reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported event. Failure analysis found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is missing a section that measures .045" x .044". The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system where it released energy. The root cause of damaged conductor wire insulation is attributed to a component failure. Additional findings not related to customer reported complaint were that signs of corrosion/contamination were found on the instrument bearings. The grip input disk bearings exhibit orange discoloration. The root cause corroded/contaminated instrument bearings is typically attributed to misuse, most commonly caused by improper cleaning/reprocessing technique. A review of the instrument logs for the fenestrated bipolar forceps instrument (471205-17/k12220110 0595) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis (fa) identified that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. Additionally, fa acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.